Event description:
It was reported that patient called with complaint that recently his bulb has become hard as a rock and that he was unable to squeeze it. This is a new onset of a few weeks. He had called his md and they referred him to boston scientific for assistance first. Rep went over trouble shooting techniques with him to include pushing the deflate button first/reboot/anti-stiction and burp. He will attempt these maneuvers and will contact if he has further questions.